Event description:
It was reported that during central processing, the user facility identified misaligned jaws on the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported misaligned jaws. One grip was bent, causing side to side misalignment of the grips. There was an 0.039 offset at the tips. The grip tips did not meet together when fully closed. Electrical continuity testing passed. Additional observation not reported by the customer was loose pitch cables, which was causing non intuitive motion. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. One of the loose pitch cable was also frayed at the instrument's wrist. Evidence not conclusive but the misaligned grips may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.